Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the identified failure is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had an error code e03 (excessive pressure when inflated-pressure sensor abnormality) and e04 (irregularity with the offset data); due to a failure in the circuit board, equipment does not work properly. There was no patient involvement.